Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the user attempted to use the mobile programmer application and was prompted to enter base information which was unfamiliar. The user stated that a base had not been required previously and that the prompt had not been seen before. The mobile programmer application was updated during the call. The user indicated uncertainty regarding how reports were received but stated they were typically faxed. The user was advised to use the correct remote monitoring application if no programming was being performed and subsequently launched that application, confirming it was the expected workflow. There was no patient involvement.